Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented 6 weeks post implant. The patient with twiddler¿s syndrome picked at the scab over the pocket repeatedly until it opened. Pocket erosion and infection was noted. The device was explanted and the patient was put on antibiotics. The patient was in a stable condition.